Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a percutaneous catheter myocardial ablation a versacrosswire was selected for use. During procedure, although the device emitted the activation sound, it was reported that septal puncture could not be achieved even after three attempts at activation. The device was in ready mode. Consequently, suspecting a potential activation fault, the device was replaced with a versacrosswire and proceeded with the procedure. Following the replacement, the issue was resolved, and septal puncture was achieved on the first attempt. No patient complications were reported.